Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that elevated pacing thresholds were observed on the lead. The lead was explanted when repositioning was unsuccessful.